Event description:
Additional information was received on 19-apr-2024 stating that the patient experienced chest pain due to increased fluid rate and electrolyte replacement. They had to draw a basic metabolic panel for the patient to ensure their blood levels were stable and not impacted. It took about 30-45 minutes to realize the error. Patient received medication at about 10x rate of ordered. The patient¿s status did not change due to the event other than the chest pain, which resolved when infusion completed. Patient was in critical care status and remained afterwards. The event did not prolong the hospital stay of the patient. Patient has moved out to acute care. No long-term issues. The pump was programmed according to mar and used IV interoperability/scanning to correlate pump programming. The alarm notified that bag was empty. Nothing initially abnormal appear with difficulty in programming or initiating the infusion.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360¿ infuser where it was reported the pump was tested on a patient, and it pumped way too fast. It didn't get through 5.6 mm overflowing test beacon 50mil graduated cylinder. The medication used was folic acid, magnesium sulfate, potassium chloride, and thiamine in a saline solution. There was patient involvement, an unspecified patient harm and delay in therapy. No more information is available at this time.

Manufacturer narrative:
Investigation summary: on 06/14/2024 downloaded logs and sent to r&d for analysis. Confirmed customer¿s complaint that the device experienced an inaccurate over delivery. Device passed self-test with no error alarms. Device passed cassette alarm test. Device failed free flow pvt test. Device failed volume accuracy pvt test. Replaced the mechanism chassis, and main chassis. Calibrated mechanism. Device now passes free flow pvt test. Device passed volume accuracy pvt test. Device delivered 20.6 ml of fluid; this result is passing per the tsm. Device passed distal occlusion pvt test. 6 psi = 5.94 psi, and 10 psi = 10.14. These results are passing per the tsm. Device no longer shows any indications of free flow. Probable cause is physical damage to the mechanism chassis and main chassis not consistent with normal wear and tear. During inspection found the front enclosure, rear enclosure, and fluid shield to be damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, and fluid shield. Probable cause is physical damage not consistent with normal wear and tear. Engineering summarizes findings: by apr 9th, line a was programmed an infusion with vtbi: 1000 ml at the rate of 125 ml/hr. The infusion was stopped after infusing 78ml and a new infusion was started for vtbi: 200ml at rate: 125ml/hr. The infusion was frequently stopped by the user and restarted infusing only 3.9ml over the course. The device was powered off and later powered on start infusions on line a and line b(piggyback) with vtbi: 10ml and rate: 200ml/hr. The events were not logged in diagnostic logs, which implies that the ce was not turned on when the infusion was started on line a and line b. After some time both the infusions were stopped by the user using stop all key. Device ln 30010-04-13 sn (B)(6). Single list UDI.